Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Lot qualification test results for this pod lot (l30452) revealed four failures for fluid inside the device. The root cause of the fluid leak in each instance was determined to be a tear in the cannula tubing. Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in-process as of the date of this report.

Event description:
The report indicated that within an hour of activating a new pod, the customer's bg level was 65mg/dl. Within three hours, his levels rose to 291mg/dl and a connection bolus was administered. His bg levels continued to rise consistently over the following four hours despite numerous correction boluses (levels ranged from 368-386mg/dl during this time). The pod was removed and replaced and will be returned for eval.